Manufacturer narrative:
Model number/catalog number: 72400024 batch/lot number: 836987009 model/catalog description: balloon d4 unique identifier (UDI) for reservoir: (B)(4). Model number/catalog number: 72404127 batch/lot number: 835923005 model/catalog description: pump d4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence, it was reported that the device stopped working due to a fluid loss. The aus was explanted and replaced. There were no additional patient complications reported.